Event description:
Poly surgiclip applier (blue doo) malfunctioned and would not fire the clips. Unit was not at the front desk- they said biomed picked it up. Talked to biomed staff, they do not have it.